Manufacturer narrative:
D10: 306-02-10 - eq humeral long stem 10mm 200mm: a439682. 322-42-10 - 145-deg pe 42mm const hum liner +0: b298331. 320-42-00 reverse humeral liner reported on zelta site. 322-10-00 - humeral adapter tray, +0: b611712. 320-06-42 - glenosphere 42mm: b387928. 320-15-01 -reverse glenosphere baseplate. 320-15-05 - eq rev locking screw: b645681. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Postoperatively, the patient experienced a dislocation. Due to this complication, a surgical revision was scheduled. During the revision procedure, the surgeon removed the implanted standard humeral stem, torque screw, humeral tray, humeral liner, glenosphere, and a locking screw. Following surgical intervention, the outcome was resolved. No further information is available.